Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (biphasic pulse out of spec) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca causing the opto trigger to not turn on. The root cause for the shorted q3 transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's biphasic pulse was out of spec.